Event description:
The customer observed falsely elevated creatinine results on the architect c16000 analyzer. The following data was provided: sid (B)(4) initial 457.6 umol/l, repeat 69.4 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to the architect c16000 analyzer (ln 03l77-01 sn (B)(4)) on (B)(6) 2015. A product evaluation was performed (completed on june 30, 2015) on the analyzer and no malfunction and no deficiency were identified. Therefore, no additional submissions against ln 03l77-01 sn (B)(4)will be submitted.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. High test results; no known impact or consequence to patient. An evaluation is in process.